Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported atrophy and recurring incontinence. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events of atrophy and urinary incontinence are included as potential adverse events within the warnings section of the IFU. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. The cuff was measured, and the device size was consistent with the reported information. Scaling was identified on the cuff backing. However, no leaks were identified during the leak test that was performed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis was unable to confirm the reported atrophy. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events of atrophy and urinary incontinence are included as potential adverse events within product labeling.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter cuff component replaced due to patient incontinence due to atrophy of the urethra. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter cuff component replaced due to patient incontinence due to atrophy of the urethra. Following the surgery, the patient was stable, improved and the event resolved.